Event description:
Additional information received confirmed that the event admission is (B)(6) 2021. There was no reported patient condition or anticoagulation status that could be assessed that contributed to the event. Head CT revealed an acute no hemorrhagic stroke (with left sided hemiparesis). Treatment will be systemic support as patient recovers. It was identified that the cause of the low flow alarms was identified that the patient had an embolic stroke, 48hrs later had subsequent bilat upper and lower extremity deep vein thrombosis (dvts), and then acute st-elevated myocardial infarction (stemi) with root thrombus. The alarms resolved after systemic support and with use of vasopressors and thrombectomy. The patient is stable after being extubated and participating in aggressive prothrombin time (pt) and occupational therapy (ot). No additional information provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), (B)(6) and the reported event could not conclusively be established through this evaluation. Analysis of the log files that were provided by the account confirmed low flow events; however, a specific cause could not conclusively be determined through this evaluation. The account submitted a log file for review. The system controller event log file contains data from (B)(6) 2021 at 18:54:19 through (B)(6) 2021 at 9:48:29. Low-speed advisories were also captured from (B)(6) 2021 at 6:55:44 through 7:08:00 due to the low-speed limit being set lower than the stored patient speed. Low flow events were captured throughout the log file from (B)(6) 2021 at 6:53:07 through 7:08:36. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Some of the events lasted over 10 seconds, and low flow alarms were flagged. The pump appeared to function as intended. The account communicated that the patient experienced hypotension proceeded by low flow alarms due to a suction event that occurred. On (B)(6) 2021, sedation was being weaned and the patient was noted with left-sided hemiparesis. A head computed tomography (CT) revealed a non-hemorrhagic brain infarct in multiple vascular territories likely embolic etiology. The account reported that it was identified that the patient had an embolic stroke, 48 hours later had subsequent bilat upper and lower extremity deep vein thrombosis (dvts), and then acute st-elevated myocardial infarction (stemi) with root thrombus. According to the account, the patient was treated with systemic support, vasopressors, and thrombectomy. The account communicated that the patient is stable, extubated, and participating in aggressive prothrombin time (pt) and occupational therapy (ot). The patient remains ongoing on heartmate 3 lvas, (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 28feb2021. The heartmate 3 lvas instructions for use (IFU) is currently available. This IFU lists device thrombus, stroke, and peripheral thromboembolic events as adverse events that may be associated with the use of heartmate 3 lvas. In addition, this document outlines the recommended anticoagulation regimen and inr range. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. This document also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event. The heartmate 3 lvas patient handbook is also available. The section entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document patient the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced hypotension proceeded by low flow alarms on (B)(6) 2021 at approximately 0653. The medical team presumed ventricular assist device (vad) suction and appeared to have decreased vad pump speed to 4000 rpm. On (B)(6) 2021, at the time of the low flow the patient was up in the chair when the suction event occurred, lvad (left ventricular assist device) flows dropped to 0, and required reintubation (map via a-line: 59mmhg). On (B)(6) 2021 in the am, the sedation was being weaned and patient was noted with left sided hemiparesis. A head CT (computed tomography) revealed non- hemorrhagic brain infarct in multiple vascular territories likely embolic etiology. Log file submitted revealed the patient's set speed was dropped from 5400 rpm to 4900 rpm, to 4000 rpm then to 3500 rpm. The patients flow dropped to 0.0 . The set speed was then increased 4000 rpm, 4300 rpm, 4500 rpm, 5400 rpm then it was set back to 5200 rpm. The set speed was again changed a few times at the end of the log file where it was then set to 5200 rpm. The original changes occurred on (B)(6) 2021 at 6:54:31 due to the patient's flow dropping down. No additional information provided.